Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted november 22, 2017.

Event description:
Per the audiologist, the patient experienced high impedances with device use subsequent to sustaining an impact to the implant site. Reprogramming and troubleshooting was attempted; however, the issue could not be resolved. The implanted device currently remains insitu and the patient continues to be clinically managed by their health care provider.